Event description:
It was reported that the battery lasted a couple of minutes; battery has 8 cycles and it was manufactured in (B)(6) 2012. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted when the device is received and evaluated. No adverse event reported.